Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that some time post port placement, the septum was allegedly wearing out and the patient experienced erosion. Reportedly, the erosion was treated with a mepilex silver dressing. The device remains implanted.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. No issues could be confirmed in the photo review. As such, the investigation is inconclusive for the reported leak. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include material fatigue, chemical degradation, over-pressurization, pinch-off and flexural fatigue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that some time post port placement, the septum was allegedly wearing out and the patient experienced erosion. Reportedly, the erosion was treated with a mepilex silver dressing. The device remains implanted. New information received: it was reported approximately three years post port placement, the port was removed replaced. It was further reported there was a hole in the port.